Event description:
It is reported that the device was implanted on august 19, 1997. It is alleged that the device broke due to excessive polyethylene abrasion. The device was revised on february 8, 2005.